Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mitral regurgitation (mr) was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unrelated recurrent mr was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: h6 health effect - clinical code: 4451. H6 health effect - impact code: 4614. Codes added: h6 health effect - clinical code: 4582 h6 health effect - impact code: 2199

Event description:
Subsequent to the previous report, the additional downgrading information was received: per physician, the increase in mr was unrelated to the device. There was no device malfunction.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to recurrent mitral regurgitation. Crd_1002 - expand g4 phase 1 and phase 2 study patient ID: (B)(6). It was reported hat on 07/15/2021, the patient presented with ischemic, functional mitral regurgitation (mr). One mitraclip was successfully implanted, reducing the mr to grade 1+. There was no device deficiency. On 01/19/2023, the mr increased to grade 3+. Per physician, the increase in mr was device related. There was no malfunction reported.